Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, lens blocked in incision during progression in the injection system. For higher diopters, the implant was ¿bigger¿, and with the current injection system, it was often more difficult to inject the implant. A toric implant of the same diopter was injected to complete the surgery.